Event description:
It was observed that during the device evaluation, the duodeno videoscope had peeled adhesive around light guide lens and burnt forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the burnt forceps elevator is presumed that the incident occurred due to the use of a high-frequency instrument without maintaining sufficient distance from the tip and peeled adhesive around light guide lens would be cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.